Manufacturer narrative:
The instrument had been investigated. The field service engineer evaluated the instrument and found the spectophotometer was failing verification testing. The lamp was replaced. The instrument was tested without further problem and returned to service.